Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: asm0215, serial/ lot: unknown h6) multiple annex a codes were applied to capture this event. A0908 captures the off trajectory, a23 captures the slow to boot / slow to load pc with restart issues, and a1107 captures patient image upload issues. The system was serviced in the field. In summary, the pc was replaced and the system then performed as intended. Codes b01, c13, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system. It was reported that case had to be aborted. The manufacturer representative (rep) struggled to upload patient images from the medtronic imaging system. After about 10 minutes, the image finally uploaded. Once the case started the trajectory was off by about "50 millimeters (mm)". There was no known impact to patient's outcome and surgical delay was not provided. Additional information was received. The computer was very slow to boot and load cases on to it. The computer experienced multiple software restarts throughout the case.

Manufacturer narrative:
H3, h6) the computer, product ID: asm0215-07, lot number: 69vx393, returned to the manufacturer and is under analysis. Codes b21, c21, and d16 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6) the product ID: asm0215-07r, lot: 69vx393, was returned to the manufacturer for analysis. In summary, there was a data input output problem, the x-eye camera would not connect, and the monitor driver was missing the 63/64 hz. Previously reported codes, b01, c13, and d02 are applicable as well as newly reported code, c07. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.